Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 17 mg/dl while wearing the pod. The patient reports having a loss on consciousness in their vehicle. The patient reports they continued to receive insulin from their pod when their blood glucose level was below 60 mg/dl. Once at the hospital the patient was treated with intravenous dextrose. The patient was in the hospital for 5 hours.

Manufacturer narrative:
Cloud data for the period of (B)(6) 2025-(B)(6) 2025 was reviewed. Review of the patient history buffer (phb) data downloaded from the cloud found that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values received from the sensor and user inputs while in automated mode. No instances of the system delivering insulin while estimated glucose values were below 60 mg/dl were observed while the system was operating in automated mode. The automated algorithm appropriately reduced and stopped automated insulin delivery as estimated glucose values decreased towards and below the user's target. One instance of the system delivering automated insulin while estimated glucose values were below 60 mg/dl was observed while the system was operating in automated mode: limited. While in limited mode, the system continually delivers either the user's manual basal program or the user's adaptive basal rate depending on which is lower. The 60 mg/dl safety constraint does not apply while in automated mode: limited due to algorithm functionally being disrupted. While in manual mode, the system correctly delivered the user's manual basal program and suspended insulin delivery when commanded. No issues were observed with the automated algorithm in the available data.

Event description:
A regulatory report (mw5172040) advised the patient experienced a hypoglycemic event with loss of consciousness. The patient was found passed out in their vehicle and transported to the emergency room (ER). The patient's blood glucose levels had declined to 17 mg/dl while wearing the pod. The patient reported they continued to receive insulin from their omnipod system when their blood glucose level was below 60 mg/dl. At the ER the patient was treated with intravenous dextrose, and released after 5 hours.